Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the hospital with lower flows. The pump's speed was 5500 rpm, the flow was 3.1 lpm, power was 3.3 w, and pulsatility index (pi) was 3.8. A computed tomography (CT) scan confirmed extrinsic outflow graft obstruction (eogo) to the bend relief area. The patient was scheduled for an outflow graft revision. The patient was taken to the operating room (or) and the bend relief was assessed. Debris was noted between the bend relief and the outflow graft. A small incision was made to the bend relief and the area was irrigated by the surgeon. The pump flows improved to 3.9 - 4.3 lpm after the debris was removed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of extrinsic outflow graft obstruction could not be confirmed based on the provided information. A specific cause for the reported event could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 5, ¿surgical procedures¿, contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure". No further information was provided. The manufacturer is closing the file on this event.